Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. Signs of use were observed. Visual and microscopic analysis revealed the medial extension line was separated from the luer hub, and a portion of the extension line was visible within the luer hub. The extension line appeared rough and jagged at the point of separation. The outer diameter of the medial extension line measured 2.13 mm, which is within the specification limits of 2.13-2.21 mm per medial extension line extrusion product drawing. The inner diameter of the medial extension line measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per medial extension line extrusion product drawing. A manual tug test confirmed the other extension lines were secure and intact within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the medial extension line was separated from the luer hub, and portions of the extension line were visible within the luer hub. The extension line appeared rough and jagged at the point of separation. Based on the appearance of the damage, manufacturing caused or contributed to this event. A CAPA has previously been implemented to address issues of this nature and indicates that the root cause is manufacturing related. This CAPA was implemented 07-nov-2024 to address the issue of extension line/luer hub separation. This implementation date occurred after the manufacturing date of the extension lines (march and april 2024) involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the nurse observed that one of the cvc extension lines was cut. A piece is left on the hub. Device was changed. No clinical consequences for the patient.".

Event description:
It was reported that "the nurse observed that one of the cvc extension lines was cut. A piece is left on the hub. Device was changed. No clinical consequences for the patient.".

Manufacturer narrative:
(B)(4)